Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed functional testing. No motor error alarm noted. The motor passed motor test. The insulin pump was received with minor scratched display window, cracked case at display window corners, battery tube threads, reservoir tube, reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed motor error during the rewind. The blood glucose level was not included in the report. Nothing further was reported.